Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. One day the customer had four infusion sets that that did not work. Customer's blood glucose level was not reported. He was unable to troubleshoot. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.